Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated . The batch 6010011 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code malfunction code not on list. Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional test of the needle connector introducer static pull 3 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging lot: the lot 6010011 was manufactured according to the wi version 98 and packaging in the multivac 14, on 17/nov/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k02985 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc05 & sc06, on 17/nov/2024, with a total of (B)(4) units. The lot 4k02984 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc05 & sc06, on 15/nov/2024, with a total of (B)(4) units. Needle/connector: the lot 4l02443 was manufactured according to the wi version 15, assembled in machine ls17, on 15/nov/2024, with a total of (B)(4) units. The lot 4l02444 was manufactured according to the wi version 15, assembled in machine ls17, on 16/nov/2024, with a total of (B)(4) units. The lot 4l02441 was manufactured according to the wi version 15, assembled in machine ls17, on 16/nov/2024, with a total of (B)(4) units. The lot 4l02442 was manufactured according to the wi version 15, assembled in machine ls17, on 15/nov/2024, with a total of (B)(4) units. The lot 4l00266 was manufactured according to the wi version 15, assembled in machine ls17, on 12/nov/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15/jul/2025 against malfunction code malfunction code not on list and lot 6010011 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025 due to the needle missing from the coupling housing. The blood glucose level was 553 mg/dl and the patient was treated with correction bolus via pump and intravenous fluids of saline and insulin. No further information was available.